Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 22-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) via company representative (rep) regarding a patient who was receiving morphine (2 mg/ml at 0.54 mg/day) and bupivacaine (16 mg/ml at 4.472 mg/day) via implantable infusion pump. It was reported that the patient had reported a loss of therapy and was referred for a catheter dye study on (B)(6) 2021. During the dye study, the catheter could not be aspirated. The patient was to be sent back to their managing physician to have an order sent for a catheter revision. Surgical intervention was planned; however, a date has not been scheduled. The issue was not resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.